Manufacturer narrative:
Removed hospitalization- initial or prolonged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 389 (mg/dl) and diabetic ketoacidosis. Customer addressed bg levels by going to the emergency room where they received insulin injections. Customer was discharged from the emergency room later that day. Reportedly, customer has discontinued pump use and reverted to insulin injections for diabetes management.